Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device and lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Event description:
The patient's daughter reported the patient died and she is questioning how the device was functioning at the time. She "understood device 'not working' as medical staff indicated (patient's) heart rate was dropping." There is no allegation from a health care professional that the death was device related. It was later reported the cause of death was cardiopulmonary arrest, pulmonary sepsis, and left lower lobe pneumonia.